Manufacturer narrative:
Correction to d10 medical product and therapy date: visera elite iii surgical visualization platform and aug 7, 2024. Correction to h8: reuse. Updated fields: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, unable to determine root cause of error e226, e227, b31 and the loss of scope ID information. It is probable that the problem was caused by damage to the image sensor unit (such as a broken wire) due to stress from use, external factors, or handling, or by a failure of the components mounted on the electrical board (ic chip, capacitor, etc.). The event can be detected/prevented by following the instructions for use: chapter 3: preparation and inspection_3.8 inspection of functions combined with related devices" in the ltf-s190-5/10 instruction manual operation section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had scope communication errors immediately after connection. After some time had passed, there was image appeared. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.